Manufacturer narrative:
The company service representative examined the system but was unable to duplicate the problem reported. The system was then tested and met all product specifications. A review of complaints for the last 24 months did indicate an additional report for this system. A review of the reported complaint class in the last 24 months against the system did show an increasing trend seen for the complaint class, "power failure" related to system shut down within the last 24 months. An internal investigation has been opened to address this issue. A corrective action has been initiated. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "the system shut down" (loss of power). The nurse reported the system shut down during a case. The system was rebooted and the case was completed. No patient injury was reported.